Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 additional d4 - primary UDI number investigation summary ==> the product was returned to ethicon for evaluation. The returned product determined that it received one needle suture inside the winding former outside its packaging per product code mcp316h. Upon visual analysis of the needle suture combination, the appearance of the needle was dark instead of silver, which does not conform to the requirements, since the needle has an incorrect finish. The foil packets were visually inspected, and no anomalies or issues related to packaging integrity could be observed during the evaluation. Based on the information currently available, an incorrect finish was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - was the packaging received damaged during transit? - please indicate storage conditions in the hospital? - was the product used on the patient? - what was not sealed ¿ the product box, or the pouch that has the white envelope inside? - was the product used during the procedure? If no, how was the procedure completed? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date in 2024 and suture was used. The needle was rusty at the package opening. The surgery was completed successfully with no delay and no patient consequence. Additional information was requested.